Manufacturer narrative:
The employees subject of the reported event stated the symptoms went away once they left the room the s40 is stored in. No medical treatment was sought or administered and no time was missed from work. The account manager advised the customer on the importance of using s40 in a well-ventilated area.

Event description:
The user facility reported that an employee experienced burning in the throat and asthmatic cough when handling s40 sterilant. The user facility reported other employees experienced headaches and some dizziness.